Manufacturer narrative:
(B)(4).

Event description:
Lead check failed for the ra lead and it flipped from bipolar to unipolar mode, twice since implant, and both times there was a slight decrease in impedance. All other values are within normal limits. A change in p-wave amplitude was noted when the lead check is failing, which indicates there could be an issue with the lead. Patient is symptomatic when the ra lead polarity switches to unipolar. The clinician requested disabling lead check. Clinician was advised that lead check is a safety feature for lead failure and disabling this feature removes that safety feature and then walked through to disable lead check. Clinician also resolved conflict of not being allowed to have capture control on and lead check off and also disabled atrial capture control. Clinician stated he would monitor patient and bring in again for further evaluation.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.